Event description:
It was reported to boston scientific corp on 6/27/08 that a rf3000 electrosurgical generator was used on the day before. According to the complainant, "... During the procedure, the generator was not registering that the pads were overheating which caused blistering/burn on the pt." Follow-up info ascertained by a bsc sales rep clarified the event with the following: the pt burn was noted after the rf ablation procedure; and the console (generator) did not display any error code. The procedure completed with this same device. There was no indication from the complainant of any burn treatment provided to the pt.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month rf generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.